Event description:
Arjo was notified of an event involving a citadel bed, in which a patient reportedly fell from the bed. The patient was allegedly trying to exit the bed and sustained a serious injury (hip breakage). It was noted that the bed exit alarm did not activate. The customer stated that the bed safety sides were raised and the bed platform was in the lowest position at the time of the event. The device was thoroughly inspected at the arjo service center, and bed exit alarms at all sensitivity settings. All functions were found to be operating as intended. No issues were identified with any of the bed¿s functions.